Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. Additional components potentially involved in the event include: common device name: lead, model: 3149, UDI: (B)(4), serial: n/a, batch: 2760246. Common device name: lead, model: 3386, UDI: (B)(4), serial: n/a, batch: 3084653.

Event description:
It was reported that the patient was experiencing pain at the extension and lead site. Surgical intervention took place where the leads and extensions were explanted and replaced to address the issue. Effective stimulation was restored. Investigation was unable to determine which of the leads and extensions attributed to the event.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.